Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. An ilab ultrasound imaging system was used for intravascular ultrasound (ivus) examination of the target lesion. During the ivus procedure, imaging was not taking place. The procedure could not be completed due to this issue and was rescheduled. The patient remained stable, and no complications were reported. It was later reported that patient care was still performed without ivus.

Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. An ilab ultrasound imaging system was used for intravascular ultrasound (ivus) examination of the target lesion. During the ivus procedure, imaging was not taking place. The procedure could not be completed due to this issue and was rescheduled. The patient remained stable, and no complications were reported.